Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received a malfunction alarm while sleeping. Tandem technical support assisted the customer with resetting the alarm; the alarm did not reoccur. At the time of the alarm, the customer's blood glucose (bg) level was 45 mg/dl and glucose tablets were consumed to address the bg level. The customer was not sure what caused the low bg, but stated that a bolus was delivered prior to going to bed.